Event description:
It was reported that the patient presented to the clinic with multiple noise reversion episodes showing noise on the ventricular channel. Lead revision was unsuccessful due to patients occluded veins. The device was reprogrammed to aai and the patient was monitored. During lead revision on (B)(6) 2014 an insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.